Event description:
It was reported that during an extreme lateral interbody fusion procedure the patient module of the system was unable to establish a connection to the control unit. The patient had already been anesthetized for the procedure, but the surgery was aborted before any incision had been made. No report of further patient impact received.

Manufacturer narrative:
No device was returned for evaluation and no photographs were provided for review. Based on the information obtained the complaint was unable to be confirmed and no potential causes could be identified based on the information available. Based on the information obtained the root cause of the reported event was unable to be determined conclusively, but may have been related to possible system component issues, system set-up issues, or environmental conditions, including electrical interference from other hospital surgical equipment. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries..." "¿warnings, cautions and precautions... ¿if system data acquisition seems inaccurate or if the software application does not initiate or malfunctions during use, and recommended steps to restore the system are not successful, abort use of the system..." "...while the nvm5 system is designed to assist in the electromyographic location of spinal nerves in proximity to the surgical site, it is not intended to take the place of thorough knowledge of spinal anatomy and appropriate surgical technique, nor should the information provided by the system be construed as definitive indicators of nerve location. Such factors as the distance from the nerve, the position and placement of electrodes, individual muscle and/or nerve responses, the proximity and strength of sources of electrical interference, and other patient and environmental factors, may influence the operation. If, in the judgment of the clinician, this resistance is sufficient to preclude proper placement of instruments, the procedure should be suspended..."